Event description:
During the procedure, the surgeon notice bleeding, the surgeon noticed bleeding, the system would cut, but not coag. The harmonic generator was used to cut and a bipolar generator was used to coag to finish the case.